Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a suspected myocardial infarction (mi) and possible stent thrombosis occurred. The lesion being treated was located in the mid left anterior descending (lad) artery. A 2.75mm taxus express2 drug eluting stent was deployed at other hosp. A 2.5mm non-bsc stent was implanted in distal portion. Medications given included: aspirin and clopidogrel. Three months post the initial stenting procedure, the pt complained of chest pain. Based on results from echocardiography and an electrocardiogram, the doctor suspected an anterior wall mi with the possibility of thrombosis distal to the stent. Coronary angiography was not performed due to pt age. The pt's condition improved with medication. The doctor is going to treat the pt with medication. Pt status reported as "stable."

Manufacturer narrative:
Implant date: 2008. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.